Manufacturer narrative:
The reported events were a helix mechanism issue and extra cardiac stimulation. As received, a complete lead was returned in one piece. The reported event of a helix mechanism issue was confirmed. X-ray inspection found the inner coil over-torqued in the connector region consistent with the procedural damage. The cause of the reported event was isolated to blood/tissue in the helix region and over-torqued of the inner coil. The x-ray and visual examination of the lead did not find any anomalies except for the damage found consistent with procedure damage.

Event description:
It was reported that the patient presented to the clinic experiencing phrenic nerve stimulation (pns). It was noted that the patient experienced pns with capture at 1.0 v or greater on the right ventricular (rv) lead, the physician elected to reposition the lead. While repositioning the rv lead, it was noted that the lead could not be fixated as the helix would not extend. The lead was explanted and replaced. The patient was in stable condition.